Manufacturer narrative:
The fogarty corkscrew catheter was received at our product evaluation laboratory for a full evaluation. As per product evaluation findings, the spiral cable was exposed through a tear of approximately 0.1" in length in the latex membrane. Edges of the torn region appeared to match up. There was no visible damage observed to the catheter body. It was able to move the thumb slide on the handle forwards and backwards and the membrane extended and contracted respectively. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per edwards IFU " exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation." And " to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure with this fogarty corkscrew catheter, the handle was unable to be activated. There is no allegation of patient injury. The device has been received for evaluation. As per product evaluation findings, spiral cable was exposed through a tear in the latex membrane.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, the catheters go through visual and functional inspections.